Manufacturer narrative:
Device evaluation: the lens was returned with moisture, inside a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vticmo12.6, -9.5/1.5/87 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive surprise. This exchanged resolved the problem. Cause of event was reported to be unknown.